Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power on monitor) was confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The battery connector and housing were physically damaged, preventing the battery from connecting to a battery charger or monitor. The root cause for the damaged connector and housing was physical abuse. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned battery pack sn (B)(4) and reported that the battery was unable to power up a monitor.